Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('and next week I have to have hysterectomy') and endometrial ablation ('I had ablation in 2013') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and endometrial ablation (seriousness criteria medically significant and intervention required) and experienced adverse event ("ablation only made symptoms worse"). The patient was treated with surgery (ablation and hysterectomy). Essure was removed. At the time of the report, the medical device removal and endometrial ablation outcome was unknown and the adverse event had not resolved. The reporter considered adverse event, endometrial ablation and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media-medical device removal, endometrial ablation, adverse event. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('and next week I have to have hysterectomy') and endometrial ablation ('I had ablation in 2013') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and endometrial ablation (seriousness criteria medically significant and intervention required) and experienced adverse event ("ablation only made symptoms worse"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal and endometrial ablation outcome was unknown and the adverse event had not resolved. The reporter considered adverse event, endometrial ablation and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media-medical device removal, endometrial ablation, adverse event. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.